Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device passed displacement test, self test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with scratched case however, no cosmetic damage noted at retainer ring or reservoir compartment from visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 456 mg/dl. The customer stated that, the retainer ring was broken and reservoir was able to lock in place when inserted into pump. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.